Event description:
It was reported the patient experienced high impedance on a lead. Surgical intervention took place on (B)(6) 2022 where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead; model: 3186; UDI #: (B)(4); serial: # (B)(4); batch: # a000117520.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.